Event description:
It was reported that the programmer had issues with printers, telemetry and that it kept freezing. Follow-up was inconclusive in being able to determine whether the radiofrequency programmer head could be eliminated as a possible source of the telemetry issue so both will be reported on. The programmer and the head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm any issue with the programmer head, it passed its final function test and a visual check revealed no evidence of liquid ingress or corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.